Event description:
The customer reported blood specimen spilled onto the belt area of the unit, involving coulter lh 750 hematology analyzer. The customer stated the tube cap normally comes off the specimen tube while in the lh 750 analyzer cassette holding area. The customer had on personal protective equipment (ppe), gloves and a laboratory coat and removed the spilled specimen tube using a hemostat. Beckman coulter customer technical service (cts) advised the customer to disinfect the area using gauzes soaked with 50% household bleach solution, and use the hemostats to clean the upper and lower sides of the rockerbed belt. Cts advised the customer to disinfect the hemostats after cleaning. Patient results were not affected. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer has risk management/exposure control plan at the facility. (B)(4).